Event description:
There was an alaris channel error; spontaneous while attempting to attach to pump for additional infusion. No harm to patient due to this incident. The pump was sent to biomed. The department sent channel without the brain. Biomed will test the device, repair if needed, and return to service.